Manufacturer narrative:
The reported inability grasping and capturing the leaflets could not be replicated during return device analysis. Moreover, the reported inability to raise the gripper was not tested as the gripper line was observed to broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and return device analysis, the reported broken gripper line appears to be potential product quality issue. Per dop30022, revision ab and dop3088, revision cn, this complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) (B)(4) and exception (action) (B)(4) are referenced. The investigation evaluated the reported issue, and the engineering group found the investigation to be inconclusive. A potential contributing factor though not confirmed was determined to be method, due to the gripper line being inadvertently snagged on the loading hook, leading to kinks. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported inability to raise the gripper is a cascading event of the observed broken gripper line. The reported difficult to grasp or capture the leaflets appears to due to the patient anatomy (tethered leaflets).

Event description:
This is filed to report gripper actuation issues and a break. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 3 with tethered leaflets. It was noted one clip was previously implanted, but the patient returned due to progression of disease. The previous clip was stable on the leaflets. To treat mr, an ntw clip was inserted, but difficulties grasping and capturing the posterior mitral leaflet occurred. After three grasping attempts, one gripper would not raise up during retracting the gripper lever. The clip was removed from the patient. Outside of the patient, it was noticed that the gripper line was no longer on the gripper, and a break in the gripper line was suspected. Another clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.